Event description:
It was reported that after numerous unsuccessful attempts to contact the doctor involved, the rptr is awaiting her feedback and necessary info. The catheter was placed into the left internal jugular (ij) of the (B)(6) male pt in the intensive care unit (ICU) and catheter went in smoothly and easily over the spring wire guide (swg) with no resistance encountered. Upon attempting to remove the swg from the catheter, resistance was encountered and move pull was placed on the swg in an attempt to dislodge it from the catheter. When this attempt failed, an anaesthetist was called in to assist. Her attempt at removal of the swg was also unsuccessful and a surgeon was then called in to perform a cutdown procedure in the pt's left ij to remove the swg. At this time the pt is stable in the ICU.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.